Event description:
It was reported that an angio-seal was deployed post diagnostic cardiac catheterization. The pt was then transferred to the recovery area. The pt developed a cold leg and numbness in the right lower extremity. The pt had a surgical consultation, and the next day, the pt underwent surgical intervention for an occlusion. The pt recovered without incident and was discharged from the hosp in good condition.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.